Manufacturer narrative:
Of the 1 allegations of a malfunction, none pumps were returned to animas and investigated. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a segments missing issue where there was moisture ingress. These reports were received from various sources. The patients associated with this allegation ranged from 31-31 years of age and between 130 and 130 pounds. Of the reported patients, 1 were female.

Manufacturer narrative:
Follow up #1 30-jan-2018 device evaluation: in q4 2017, there were 1 instances of segments missing w/ moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.